Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with ketones; amount was not known. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, and a low carbohydrate diet. Customer was discharged 6 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.